Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd solomed¿ syringe with needle when injecting the drug the plunger broke and the pharmacist could not finish the injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: medical device lot #: 7195769, medical device expiration date: 7/31/2022, device manufacture date: 7/28/2017. Investigation summary: samples/ photos analysis: a sample was received, and it is not possible to confirm the complaint defect. DHR review: the process inspections were performed and no records of this defect were found. Qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. The batch history analysis was performed, quality notifications and maintenance records were verified for the lot in question and no records were found potentially related to reported failure. The sample provided by the client has a plunger activated. However after the evaluation of this sample and according to the description of the incident, it is possible to verify that the activation of the plunger occurred during the application of the medication which would be related to the very function of the safety syringe. In this way it is not possible to confirm that the defect would be related to the bd process.